Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a high sensor reading and experienced shaking, trembling, seizure, and a loss of consciousness. An ambulance was called and a blood glucose result of 50 mg/dl was obtained. The customer was treated with 4g glucose by paramedics and transferred to hospital for further examinations. At hospital, a laboratory blood glucose result of 160 mg/dl was obtained, and there was no report of further treatment. There was no report of death or permanent impairment associated with this event.